Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received and the following observations were made: valve was within pre-existing surgical valve, and appeared distorted/deformed due to explants. Pannus/host tissue grew around commissures. The reported stenosis and halt were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, approximately 8 months post implantation of a 29mm sapien 3 valve in the mitral position, the valve was explanted and replaced with a surgical mitral valve due to valve stenosis and halt. Thickened leaflets may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Calcification), non-structural dysfunction (e.g. Pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could resemble leaf thickening and have a significant impact on the functionality of the valve. Additionally, patient had history of dyslipidemia which is the well-known factors that increase the risk of valve calcification leading to leaflet thickening. Due to limited information, a definitive root cause could not be determined at this time. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valves hemodynamic performance. Furthermore, evaluation of similar reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, leaflet thickening has caused the overall orifice valve to get constricted resulting in valve stenosis. As such available information suggests that patient factors (leaflet thickening) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, approximately 8 months post implantation of a 29mm sapien 3 valve in a previously implanted surgical valve in the mitral position, the valve was explanted and replaced with a surgical mitral valve due to valve stenosis and halt.